Manufacturer narrative:
Concomitant medical devices: 5554-45 lead, implanted: (B)(6) 2002.

Event description:
It was reported that the patient experienced syncope and presented to the emergency room. The right ventricular (rv) lead exhibited intermittent loss of capture with unstable and variable thresholds. An x-ray was performed which looked normal; a microdislodgement was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.